Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report to report that she was hospitalized due to low blood glucose levels. The customer stated that she was unresponsive prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer also mentioned that she works in a hospital, and recently had a mammogram. Advised the customer to always remove the insulin pump prior to any procedure. Nothing further was reported.